Manufacturer narrative:
Eval summary: no product or photos are returned for review, therefore the exact conditions of the components are unk. Neither x-rays nor surgical notes were provided for review, therefore the component fit and orientation per the surgical technique could not be assessed. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to suspicion of infection. It was noted that the liner had disassociated from the shell. A thin layer had detached from the liner.